Manufacturer narrative:
Device was received at olympus service center in thailand. The device was inspected and found no issue. The device was returned back to the customer. No other issue was reported. The root cause of the reported issue is unknown as the reported failure was not confirmed. The device was inspected and no problem was found. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device was reported to be not working. The field service engineer visited the user site and found the same issue. There was no patient involvement on this report. No user harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), unique device identifier (UDI) number and investigation conclusion. Device evaluation of the subject device revealed no problem or issue found. Device history records were reviewed and showed the product met all specifications upon release. Olympus will continue to monitor the field performance of this device.